Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "inoperable keypad," which was reproduced. The device evaluation confirmed the row 4 and 5 keys and the #3 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an "inoperable keypad," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient involvement.